Event description:
It was reported to philips that device failed to power on; activation problem reported on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Replacement sent, device status unknown. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).